Manufacturer narrative:
A thorough investigation was conducted to identify the cause of the reported issue. Evaluation of the transducer determined that the damage resulted from improper maintenance; the pattern of lens wear was consistent with a cleaning and sterilization process that progressively eroded the lens material until the underlying metal became exposed. There was no evidence of non conforming material at the time of shipment, nor any indication of a design anomaly requiring further action.

Event description:
A customer reported their c10-3v transducer¿s lens was damaged, resulting in exposed metal. The transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue occurred outside of clinical use and there was no patient or user harm associated with this event. A philips field service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.